Event description:
On (B)(6) 2013, a customer reported obtaining unexpected compatible crossmatch results when using the galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2013. No patient sample or customer product was returned to immucor for immucor investigation. Immucor field service engineer (fse) visited customer site to inspect instrument on (B)(4) 2013. The instrument was found to be operating within specification.